Manufacturer narrative:
There is no pt injury or injury to care giver. This event did not detail any type of blood spill. A recall is currently on-going by zimmer osp to retrieve infection control lots from the field which may exhibit the condition of the elbow dislodging from the evacuator. This lot number is included in the recall. This type of event has been reviewed as reportable as a malfunction.

Event description:
Attachment spout came off in user's hand. No damage to packaging or unit noted at the time.